Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) loaner ECG cable was missing.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) loaner ECG cable was missing. Event occurred before use no harm and no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. Due to a missing ECG cable, fse replaced cable ECG patient int (d012-00-1155-02) and ldwr ECG (d012-00-1157-02). Fse then performed preventive maintenance.